Event description:
Healthcare professional reported "removing the implant from its sterile packaging and how this has become such a problem for him. He can't rely on the implant being removed in a sterile manner". This record is for unknown side. The device status is unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: material integrity.